Event description:
Prior to an unrelated procedure, interrogation of the device was not possible. The physician alleged a battery malfunction. The event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The reported event of communication anomaly was confirmed. The communication anomaly was due to a depleted battery. Battery depletion was caused by excess current drain in the hybrid. X-ray inspection of the hybrid revealed the hybrid was damaged. The cause of the high current drain was due to an electrical component failure.